Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue as a low leak co2 rebreathing risk alarm. The fse replaced the air flow sensor to address the finding and the issue was resolved. The device was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared an alarm. There was no patient involvement.